Manufacturer narrative:
At the philips authorized repair facility, stated the cause of the reported problem was a defective speaker. Results of functional testing indicate that the device was displaying an inop for error message. The bench repair technician (brt) replaced the ((B)(4) speaker assembly) to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone # (B)(6).

Event description:
The customer reported the device displays a speaker malfunction inop error message. No sound was audible. The device was in use on a patient. There was no report of patient or user harm.